Event description:
It was reported patient received therapy from what appeared to be t wave oversensing. It was suspected device was p wave oversensing or patient has wide qrs. Lead dislodgement was suspected. The lead was repositioned and device remains implanted. No further adverse consequences occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.